Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis with the stent dislodged. Follow-up with the account regarding the dislodged stent noted that the stent possibly dislodged from the balloon during shipment for return analysis as it was not dislodged prior to shipment. The reported material deformation was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the distal left anterior descending artery. Before use a 3.0x38 mm xience xpedition rx stent delivery system (sds) protective sheath was not able to be removed and was stuck firmly to the stent. After removal of the protective sheath the distal stent struts were noted to be stretched and deformed. Another xience xpedition sds was used to complete the procedure. There was no clinically significant delay in the procedure. Return device analysis revealed that the stent dislodged from the balloon.